Event description:
During an implant attempt of the subject device, connection issues were reported. The physician indicated that clicking of the associated screwdriver could not be obtained with two attempts.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.